Event description:
It was alleged that during use a freeflow occurred on a pt. It was noted that the infusion was started at 11:30 and the pt's clothing was changed at 12:00. The pt was sat in a chair and about 1/2 hour later the pump alarmed "err n" (cleanering). After checking the solution container and the IV set loaded the infusion was restarted and the doctor was called. There was no reported pt consequence.